Event description:
Medtronic received information that this bioprosthetic transcatheter valve was stenotic. It was reported that a diagnostic catheterization was performed which identified a stent fracture. A second transcatheter valve was placed in the stenotic valve (valve in valve), (this occurred prior to ide approval of the product and this initial valve is listed as concomitant product below). Additional information was received that the patient had a second valve in valve procedure due to stenosis (this report is related to the second valve implanted that required intervention). The valves remain implanted.

Manufacturer narrative:
Additional information was received that an acute obstruction related to a stent fracture (hinge) of the second transcatheter bioprosthetic valve was observed three years post-implant (along with the previously reported stenosis). The patient was symptomatic and there were elevated right ventricular pressures. The fracture appeared to have evolved to a hinge point fracture with a trap door obstruction of the right ventricular outflow tract (rvot). Almost three years following the original valve-in-valve intervention, two non-medtronic stents and a third transcatheter bioprosthetic valve were implanted (valve-in-valve) secondary to stenosis. The available information suggests that all three valves remain implanted. No additional adverse patient effects have been reported. (B)(4).

Manufacturer narrative:
Product analysis/conclusion: the valves remain implanted and will not be returned. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned or additional information received, a follow up report will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.